Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they were having to charge their implant more frequently and the issue began last night. Patient stated they charged their implant last night and the implant battery and now the implant was at 70%. Patient noted they never used to have to charge the implant that frequently. Patient mentioned they hadn't changed their settings in forever and they were on group b at 4.0. The patient was redirected to their healthcare provider to further address the issue. No symptoms were reported.